Event description:
It was reported to philips that the device failed to recognize an installed battery and would subsequently fail to power up. There was no patient involvement. One battery pca was returned for failure analysis. J6 and j7 were found to be contaminated. However, it is unlikely that this would have caused the device not to power on, as alleged by the customer. There were no other faults found with this battery pca.